Event description:
Attempting to administer medication using vanishpoint syringe and the needle would not puncture the patient's skin. Needle needed to be changed so that medication could be administered.